Event description:
Patient reported getting low blood sugar levels that were inconsistent with their symptoms of high blood sugar. Patient experienced symptoms of blurring of vision, tingling of feet, sweating and shakiness. No comparison with other meters was done yet the pt stated that the control test had passed. The pt did not want to do a control test over the phone. No information was provided regarding whether the pt received any specific treatment. No allegations of harm have been made.